Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed intermittent low flow hazard events; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The submitted log file contained events from (B)(6) 2024 through (B)(6) 2024 per the log file timestamps. Intermittent low flow hazard events were captured over approximately 1 hour on 09feb2024 (between 17:58:44 and 19:06:13 per the log file timestamps). The pump operated at the fixed speed without issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate ii lvas, including death. This section also addresses all pump parameters, including pump flow and power. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). This section also explains that if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow display box displays ¿+++¿ or ¿---¿ to prevent the display of inaccurate flow information. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, explains that pump performance is sensitive to changes in vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's history of elevated ldhs were reported under manufacturer report numbers: 2916596-2021-04037, and 2916596-2020-04045. Patient's history of thrombus was reported manufacturer report numbers 2916596-2019-01084, and 2916596-2018-05233. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came into endoscopy for a biliary stent replacement and had 0 flow in the post-anesthesia care unit (pacu). Speed remained at 9600. Power was 4.4, and pulsatility index (pi) was 3.0. The patient was at cardiac care unit (ccu) at the time. Log files contained a sudden onset of low flow hazard alarms between 5:58pm ¿ 7:06pm on (B)(6) 2024. The cause of zero flow was unknown, spontaneous the flow returned. The patient was anxious and having shortness of breath at the time of zero flow. The procedure was not device related; no scans were done. The patient has a significant history of thrombus and elevated ldhs. The family were planning on opting to pursue hospice. The pump was deactivated per patient and family choice on (B)(6) 2024. The patient passed away. There was no autopsy planned. Pump would not be returned. Patient's history of elevated ldhs were reported under manufacturer report numbers: 2916596-2021-04037, and 2916596-2020-04045. Patient's history of thrombus was reported manufacturer report numbers 2916596-2019-01084, and 2916596-2018-05233.